Event description:
Spontaneous-outbound call to patient for pump sn (B)(4) beeping. No disposable advised patient to clean cassette and put it back in it still beeped, so patient then switched to back-up to check if the cassette works it did. No side effects reported serial number: (B)(4). Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Unk at time of call, if no, what was the pt instructed to do in able to continue their infusion? Pt was changing cassette and will call back if pump continues to beep; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.